Event description:
It was reported "tube blocked. After surgery of bladder, the patient had no diuresis. After some time, the medical starr realized that the problem was due to the bag, the patient had a bladder dilation."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Additional info was requested on (B)(4) 2014 and (B)(4) 2014. The following additional info was received, the defect was detected after some time; the device was removed and the patient remained under observation after bladder surgery for dieresis. A quality eval was performed, a picture of the used actual product was received and visually evaluated. The defect reported has been confirmed. The non-return valve in bag was folded. History batch records have been reviewed and no nonconformity was recorded during the mfg process. All relevant tests required during mfg process and final product released were performed and met requirements. No problem was registered in logbook during the mentioned batch production. No other complaint of this nature has been received on the batch in question. Based on the info received and our investigation results the root cause of issue has been determined as human error. The defect occurrence is considered as being justified. No additional patient/event details have been provided to date. Should additional info become available a follow up report will be submitted.